Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37642, serial# (B)(4), product type: programmer, patient.

Event description:
The patient reported an out of regulation (oor) error code on date notified. It was stated that it first occurred when trying to adjust settings but then showed after syncing to the implantable neurostimulator (ins). The patient changed from "170 <(>&<)> 330 to 180 <(>&<)> 340," after which the error code no longer showed after syncing, resolving the issue. The patient's last reprogramming session was at the end of oct. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.